Manufacturer narrative:
Device investigation narrative - examination was not possible, as the device has not been returned. Without the return of the device in question a root cause for the reported incident cannot be determined. In the event the device is returned the investigation will be reopened. (B)(4).

Event description:
Additional information received that there was a 2 minute delay in the procedure as a result of the reported event. A back-up device was used to complete the procedure. The patient's post-op health status is unknown.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that metal shavings came off of the 5.5mm incisor blade into the patient's shoulder joint. Any procedural delay or patient injury that may have occurred were not reported.